Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. Fse replaced the lid insert and push plate. Ran one cycle to confirm operation with no leaks or errors. Equipment was repaired and verified according to OEM (original equipment manufacturer) instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. This event is under investigation. A supplemental report will be submitted accordingly following investigations.

Event description:
It was reported that the washer had a crack in the lid and in the push plate. The issue found during an unknown event. There was no patient involvement reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g3, g6, h2 and h10.